Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested assistance troubleshooting the communicator as it is not connecting with the device. The patient discussed that at one time all lights around call your doctor were lit. Technical services (ts) discussed troubleshooting options, however they were unsuccessful. Ts discussed further troubleshooting such as using a new cell adapter which was sent to the patient. This crt-d remains in service. No adverse patient effects were reported.